Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6). Implanted: (B)(6) 2022. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd: 03-feb-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal drug via an implanted pump for spinal pain indications. It was reported that the patient had a back surgery and the hcp cut the catheter. It was confirmed that they clamped off the catheter and did a temporary stop on the pump. Technical services (ts) reviewed that the temporary stop will alarm after 48 hours and that they would need to decide if they wanted to set the pump to minimum rate or to permanently shut down the pump. The hcp stated that they were not with the managing hcp of the pump and needed to confirm with the hcp that they aligned on shutting off the pump permanently. Hcp stated they would follow up with managing hcp to see if they would replace the catheter or stop intrathecal use. Ts provided the code for the hcp to permanently shut of the pump if needed. No patient symptoms or complications were reported.